Event description:
Device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the jaws of the instrument became too wide. (Clips falling out of jaws) it was reported by the affiliate that "impression of it-poor quality of material". There was no consequence to the pt.